Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 185 cm., body mass index (bmi) 24.8 kg/m2.

Event description:
A patient in a study underwent an ion lung biopsy. It was reported that after the ion catheter was removed, intra-procedural bleeding occurred (nashville grade 2). The event was resolved with the use of an unspecified vasoactive medication and suctioning of blood for less than one minute; the use of saline or wedging was not required. The patient was taking antithrombotic medication (aspirin 75 mg) but it was appropriately withheld. The target lesion of the left lower lobe measured 18.6 x 14.6 x 9.3 mm and was 18 mm from the pleura wall, 18 mm from the chest wall and 45 mm from the nearest major blood vessel. The procedure time was 44 minutes with no intra-operative ion device deficiencies. The procedure was completed as planned with ion. There were no post-operative complications and discharge to home occurred the same day. Pathology results for the biopsied lesion were malignant adenocarcinoma. The study investigator reported the event as not a serious adverse event, a ctcae grade 2, having a causal relationship to the ion procedure, but was not related to the patient's underlying disease status, not related to the ion system and not related to a third-party device.